Event description:
New information received noted that no intervention was performed; the patient would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that alerts for high ventricular rates were noted via merlin.net during a remote follow-up. Review of egms noted oversensing noise of the ventricular lead. No intervention was performed. It was discussed to attempt to recreate the noise via isometrics at the patient¿s next in-clinic session. The patient was stable throughout.